Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose irritation and that the device is overheating. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged nose irritation, device is overheating and other thermal issues that are related CPAP device's sound abatement foam. There is no allegation of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed dust-like contamination on the ui (user interface) panel, the top enclosure, the air inlet, the accessory module slot, the iso (international organization of standardization) port, the bottom enclosure, the blower motor, the blower outlet seal, and the blower box. Black particle contamination, inconsistent with degraded sound abatement foam, on the outside of the air inlet, the bottom enclosure, the blower box, and the rear panel. An unknown yellow residue on the ui panel, the top enclosure, and the bottom enclosure. Unknown brown fiber on the top enclosure, in the keypad. A mark of unknown purple contamination on the bottom enclosure. A scuff-like mark of black contamination on the left corner of the device, where the top enclosure and rear panel connect. Unknown brown residue on the ui panel, the rear panel, and the bottom enclosure. Potential no clean flux on the sd (secure digital) card slot of the pca (printed circuit assembly). A spot of white residue on the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box and on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer-initiated therapy with the device and verified airflow, using a known good, supplied power supply and ac power cord. A musty odor and high-pitched ringing noise were observed. The manufacturer performed additional testing and replaced the original blower motor with a known good, supplied blower motor and initiated therapy. No musty odor or high-pitched ringing noise were observed. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed that there is no other visible damage or functionality failures of the device, which suggests that the source of contamination was external to it and unable to address the patient's symptoms.